Event description:
Additional information: it was reported that the catheter that had the hole in it was the existing catheter; the intrathecal catheter was not replaced. The date of the revision was on (B)(6) 2011. Reporter did not know of any interventions when there was no medication in the catheter; however it was stated that per the nurse medications were prescribed at the end of the surgery, unknown if pain meds.

Event description:
Additional information: it was later reported that the patient had a procedure for pocket revision. The pump was moved from the center of her abdomen to move the pump to her right side. The surgeon had great difficulty connecting the pin to the existing catheter and opted to open an 8598sc with a 66cm pump segment. He opted to connect the pin to the catheter "without cutting the catheter to length, without priming the catheter, without booties and opted to tie sutures around the catheter over the pin." A small hole in the catheter over the connector pin was noticed, the surgeon "opted to keep that catheter segment intact and tie the suture before the hole over the pin so as to not deal with the connector pin once again." Patient was receiving prialt with a concentration on 2000mcg and was receiving a daily dose of 6.78mcg.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unk; catheter model: 8590-9; catheter connectors/anchors.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8590-9, lot #: n303440, implanted: unk, explanted: unk; catheter: model:8596sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk: physician. Programmer: model: 8840, serial #: unk.

Event description:
A confirmed flipped pump was reported. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not provided. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.